Event description:
The facility reports the patient was being transferred out of the bed to the wheelchair. As the patient was moved aboved the wheelchair, the jib broke loose of the lifting arm. The patient fell back into the wheelchair; the jib kept hanging on the threads. No injuries were reported.